Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a transarterial chemoembolization treatment procedure, a guide wire tip detachment occurred. The procedure was being performed in the liver. A transend-18 guide wire was advanced to the vessel and then a renegade hi flo catheter was advanced over the wire without resistance. Treatment was performed and then the renegade catheter was withdrawn. The transend-18 guide wire was then removed without resistance; however, approximately 1cm of the guide wire tip detached in the liver. The physician advanced a v-18 control wire in an attempt to "bind" it with the detached tip, but this was unsuccessful. No other attempts were made at retrieval. The procedure was considered completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: only the transend guide wire component of the kit was returned for analysis. An examination of the returned wire found that the wire was fractured 158.6cm from the proximal end. A kink was also noted 3.4cm from the distal end of the returned portion. All outer diameter measurements taken were within specifications. The fracture site of the wire was sent for sem analysis. The fracture surface exhibits evidence of fatigue striations. No material anomalies were found. The fracture was due to a bending cyclic event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a transarterial chemoembolization treatment procedure, a guide wire tip detachment occurred. The procedure was being performed in the liver. A transend-18 guide wire was advanced to the vessel and then a renegade hi flo catheter was advanced over the wire without resistance. Treatment was performed and then the renegade catheter was withdrawn. The transend-18 guide wire was then removed without resistance; however, approximately 1cm of the guide wire tip detached in the liver. The physician advanced a v-18 control wire in an attempt to "bind" it with the detached tip, but this was unsuccessful. No other attempts were made at retrieval. The procedure was considered completed with this device. No further patient complications were reported and the patient's status is stable.